Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 323 mg/dl. The customer was uncertain of the suspected cause and delivered a bolus via the pump. During a system check with tandem's technical support, no drops of insulin were observed exiting the tubing. Reportedly, the luer lock connection appeared to be crooked. The customer changed the infusion set and resumed insulin from the pump.